Manufacturer narrative:
This report is submitted on 17 march 2020.

Event description:
Per the clinic, the patient experienced infection and subsequently was placed under general anaesthesia to remove the abutment. Clinical management is ongoing.